Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
It was reported that reservoir ring was missing. The customer¿s blood glucose level was 270 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.